Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, the quantum maverick monorail balloon ruptured. The balloon was inflated initially to 12atm. On the second inflation, the balloon ruptured at 16atm. The calcified lesion being treated was in the left anterior descending (lad) coronary artery. The balloon was removed and replaced with another device to complete the procedure, no patient injuries or complications were reported patient status is reported as "good."

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. The cause of the difficulties stated in the complaint could not be determined. The device history records for the device have been reviewed and no issues or discrepancies were found. This record review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.